Event description:
The cannula accessory was returned as part of a field removal action. No patient harm, adverse outcome or injury was reported. The following medwatch reports listed below were also sent to the FDA. These reports only pertain to the field removal action from this specific site: #2955842-2007-00167, #2955842-2007-00168, #2955842-2007-00169, #2955842-2007-00171.

Manufacturer narrative:
The cannula accessory was evaluated. Engineering observed that the cannula was visibly deformed at the distal tip, thus creating a raised ledge which may potentially remove material from an instrument during use. This cannula may have been associated with previously reported mrf. Report # 2955842-2007-00166.